Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. When the meter was tested, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was displaying an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at an unknown time on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type) and invokana. At 12 o'clock (unknown am or pm) on (B)(6) 2016 the patient began developing symptoms of "going to the bathroom more often and thirsty". At an unknown time after the development of symptoms the patient tried to test her blood glucose on the subject meter and received an error 1 message. In response to the alleged meter issue the patient took her usual dose of insulin (0.75 ml) and invokana (300mg). Later the same day, in the evening, the patient phoned her doctor for advice but no response had been obtained by the time she contacted lfs. There was no mention of medical treatment/intervention received as a result of the alleged issue. During troubleshooting the csr determined that this was not the first time the meter had been used. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.